Event description:
A malfunction occurred on a pump, as reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the caller in resetting the malfunctioning pump, but the issue recurred. Consequently, the caller was assisted in setting up a new in-warranty pump, which had not been used previously.